Manufacturer narrative:
(B)(4). Investigation summary: background: it was reported that on an unknown date, during routine replenishment of a loaner set, it was observed that the stardrive screwdriver shaft t4 50mm self retaining hxc part shipped from millstone and it was bent. There was no known patient or hospital involvement. This complaint involves one (1) device. Investigation flow: damage. Visual inspection: the device was received showing the distal stardrive tip slightly stripped and twisted. No other issues were identified with the returned components of the device. Conclusion: the complaint is confirmed. The stripped and twisted condition of the driver tip is a potential end of life indicator of the screwdriver. After a visual inspection per guidance provided in windchill document # (B)(4), it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part #: 03.130.010, synthes lot number: h569290, manufacturing site: synthes (B)(4). Release to warehouse date: 27-jul-2018. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Occupation: reporter is a j&j employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine replenishment of a loaner set, it was observed that the stardrive screwdriver shaft t4 50mm self retaining hxc part shipped from millstone and it was bent. There was no known patient or hospital involvement. This complaint involves one (1) device. This report is for one (1) stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc. This is report 1 of 1 for (B)(4).